Event description:
It was reported that a lead alert triggered on the right ventricular lead for high rate non-sustained tachycardia and sensing integrity counter. Electrograms were consistent with t-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.